Event description:
Device malfunction: device #3 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and a second and third proglide were used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot #83021-6h indicated is being filed under medwatch MFR number 2953144-2010-00167. Device #2: part # 12673-03, lot #83021-6h indicated is being filed under medwatch MFR number 2953144-2010-00168. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.